Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implanted cardiac monitor was undersensing at times and did not detect brady episode. It was also reportedthat the caller is going to bring the patient in to adjust the sensitivity, no patient complications have been reported as a resultof this event.

Event description:
It was later reported that there was lots of oversensing and undersensing even in the same episode. Noise was also seen on a symptom episode.